Event description:
It was reported that during a percutaneous transluminal angioplasty treatment unintended movement of a balloon catheter occurred. Vascular access was obtained via the right femoral artery. The indicated location for treatment was a damaged unknown stent located in the non tortuous left renal artery. A 7.0 x 20/135 sterling mr balloon catheter was advanced for pre dilation. The sterling mr balloon catheter was inflated to approximately 6atms nominal rated burst pressure. During the first inflation the sterling balloon catheter "watermeloned" into the aorta and could not be easily pull back into the stent due to the inflation of the balloon. The balloon was successfully deflated and the sterling balloon catheter was removed without incident. Another of the same device was used to complete the pre dilation. Suboptimal pta was performed without complications and placement of a 5x22mm non bsc covered stent was completed. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).